Event description:
It was reported through social media that the patient's implantable cardioverter defibrillator (ICD) alert kept sounding "at the same time." The status of the ICD is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)